Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being currently hospitalized for high blood glucose of 577mg/dl. The customer treated with a bolus. Customer indicated that their doctor has been contacted and their blood glucose value was 435 mg/dl at the time of the call. Troubleshooting assisted the customer with the bolus feature and the bolus wizard. No further assistance was necessary and troubleshooting stopped at this point.